Event description:
It was reported that during the implant procedure, the physician felt the left ventricular (lv) lead was not soft enough. The lv lead was not implanted and the procedure continued with dual chamber implantable cardiac defibrillator implantation on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event was lead not soft enough. A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies.